Event description:
The reporter stated during loading of an 12.5mm icm125v4 implantable collamer lens, a foreign body was noted in the lens vial. The lens was not used and there was no patient contact. Another icl was implanted the next day.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found only the lens returned. The lens was inspected and there were fibers on the lens surface. There was no visible damage to the lens. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.